Manufacturer narrative:
(B)(4). The patient was reported to live near padav gwalior. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A companion sample was received and evaluated. A visual inspection was conducted, but there were no issues noted because there was no damaged threading and no threading missing inside the caps. The device evaluation did not verify the reported lack of threading on the inside of the cap and the device met product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were no threads inside a minicap. This was noted during use. There was no patient injury or medical intervention associated with this event. No additional information is available.